Event description:
Pt 2 months status post implantation returned to surgeon for follow-up complaining of pain. X-rays taken on (B)(6) 2011 confirmed that the helical blade had migrated through the femoral head and had penetrated the acetabulum. The pt returned to the operating room on (B)(6) 2011 for removal of the nail, helical blade, distal locking screw. The pt was revised to hemiarthroplasty. Devices were discarded by the hospital. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.